Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via left superficial femoral artery. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guidewire was crossed through the lesion, a 4mm x 20mm coyote es balloon catheter was used to predilate the lesion and a non-bsc stent was deployed. A 5.0-40, wanda balloon catheter was used for post dilation. Upon the first inflation, the balloon ruptured at 10 atms. The device was completely retrieved and the procedure was completed with the 4x20 coyote balloon used initially for predilation. No patient complications were reported and the patient status was good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Initial examination of the returned device noted that the balloon material was fully deflated. The single lumen shaft inside the balloon is stretched and kinked in appearance and is flattened. The device was attached to an encore inflation device and the balloon was inflated to its rated burst pressure of 16 atmospheres (atm) without any issue noted. The balloon held pressure and no leaks were observed. The inflation device was verified before and after use with a calibrated pressure gauge. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty, a balloon rupture occurred. Vascular access was obtained via left superficial femoral artery. The 100% stenosed, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. After a non-bsc guidewire was crossed through the lesion, a 4mm x 20mm coyote es balloon catheter was used to predilate the lesion and a non-bsc stent was deployed. A 5.0-40, wanda balloon catheter was used for post dilation. Upon the first inflation, the balloon ruptured at 10 atms. The device was completely retrieved and the procedure was completed with the 4x20 coyote balloon used initially for predilation. No patient complications were reported and the patient status was good. This product is only ous approved but it is similar to an approved us device.